Event description:
The pt contacted lifescan (lfs) in 2005 alleging that the meter had been displaying low blood glucose readings. The med affairs spec. (Mas) spoke to the pt the next day and obtained / verified the following info. In 2005 at work the pt tested his blood glucose and received a 6. Mmol/l (118 mg/dl). This was the first time he noticed the decimal point. He started to experience symptoms of thirst, dry lip, felt uncomfortable and per pt symptoms of low blood glucose. The pt took his oral medication of melformin (500 mg) and ate breakfast and continued to work. He experienced the symptoms till early afternoon. After work the pt exercised and then retested his blood glucose and received a 11.16mmol/l (200 mg/dl). He went to visit his physician around 4 pm due to the meter readings and the symptoms he experienced earlier that day. At the physician's office his blood glucose was 207 mg/dl and the physician treated him with insulin. The pt is now taking humalog before meals and lantus at night. The pt did not have his insulin handy to verify how much he takes during the day. The pt does not recal recently going into the meter settings and changing the unit of measurement (uom). The pt received hosp test strips from his physician and did not have control solution to check the test strips. Per pt the test strips were not expired and were in good condition. Customer care agent (cca) sent the pt a replacement meter, strips and control solution.